Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus repair center for evaluation. The customer's complaint could not be duplicated; however, the receptacle unit was replaced. Based on the results of the investigation, since the event was not reproduced and the receptacle unit was replaced, it is possible there was a temporary communication issue between the endoscope and the processor, resulting in the image blackout, because the video connector was connected without drying the electrical contacts on the video connector socket sufficiently. Regarding the connection of the video plug, the instruction manual contains the following description: "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center (see figure 4.3). Wet equipment could cause the image to flicker or disappear." A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the otv-s7pro had a power outage and endoscopic image on the monitor went black during preparation for a laparoscopy. The otv-s7pro was being used with an olympus light source clv-s40pro. The user continued to use the same devices and completed the procedure. There was no report of patient injury associated with this event.